Manufacturer narrative:
H6: investigation summary: seven photos were provided to our quality team for investigation. Through visual inspection, it was observed that the needle shield is broken and about 1/3 part of the needle exposed through shield. Potential root cause for the shield damaged defect is associated with the assembly process. These defects are occurring below an expected rate so no corrective actions will be made at this time. A device history record review showed no rejected inspections or quality issues during the production of the provided batch number that could have contributed to the reported defect.

Event description:
It was reported that the bd luer lok¿ tip with precisionglide¿ needle was exposed in the package due to the broken cap. The following was received by the initial reporter: what is the issue you experienced?: one (1) syringe needle was exposed in the package due to the broken cap.

Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd luer lok¿ tip with precisionglide¿ needle was exposed in the package due to the broken cap. The following was received by the initial reporter: what is the issue you experienced?: one (1) syringe needle was exposed in the package due to the broken cap.